Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 15-may-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report:(B)(4). Product not returned for evaluation. Customer discarded alleged product. Most likely underlying root cause: mlc-62 user had poor technique. Test strip UDI:(B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer symptoms improved able to establish contact with customer who indicated that condition has improve from the time initial contact. Customer is no longer experiencing symptoms however she did seek medical intervention on (B)(6) 2019. Customer states that because the meter was not working, she went to emergency room (ER). At the ER, her blood sugar was 422mg/dl non fasting-diagnosis of hyperglycemia. She was put on an insulin pump. Customer was discharged on (B)(6) 2019. Customer sates that the product is no available, she threw the meter away and is no longer using meter. She has a different brand.

Event description:
Consumer reported complaint for e-5 display. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is reported as a result of the actual meter display. Customer stated she will go to the ER to check her sugar levels because she hasn't been able to take insulin since this morning. The product storage location is undisclosed. During the call a blood test was performed by the customer and produced test results of e-5 using meter. The test strip lot manufacturer's expiration date is 05/31/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Product not returned for evaluation. Customer discarded alleged product. Most likely underlying root cause: mlc-62 user had poor technique. Test strip UDI#: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer symptoms improved - able to establish contact with customer who indicated that condition has improve from the time initial contact. Customer is no longer experiencing symptoms however she did seek medical intervention on (B)(6) 2019. Customer states that because the meter was not working, she went to emergency room (ER). At the ER, her blood sugar was 422mg/dl non fasting-diagnosis of hyperglycemia. She was put on an insulin pump. Customer was discharged on (B)(6) 2019. Customer sates that the product is no available, she threw the meter away and is no longer using meter. She has a different brand.

Event description:
Consumer reported complaint for e-5 display. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is reported as a result of the actual meter display. Customer stated she will go to the ER to check her sugar levels because she hasn't been able to take insulin since this morning. The product storage location is undisclosed. During the call a blood test was performed by the customer and produced test results of e-5 using meter. The test strip lot manufacturer's expiration date is 05/31/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.